Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the medical ICU, maintenance normal saline was infusing. It was immediately noticed that fluid was dripping out of the set below the injection port. The tubing had a small hole. IV tubing and fluids were changed. There was no patient harm.

Event description:
The customer reported that in the medical ICU, maintenance normal saline was infusing. It was immediately noticed that fluid was dripping out of the set below the injection port. The tubing had a small hole. IV tubing and fluids were changed. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked from a small hole in the tubing was confirmed and replicated. Visual inspection of the set observed that the vinyl tubing had a slice cut approximately 9 inches below the lower fitment. The slice cut measured 0.1025 inches long. Functional and pressure testing was performed; a leak was observed from the slice cut in the vinyl tubing. The root cause of the leak was a cut in the tubing. The cause of the cut was not determined.

Manufacturer narrative:
The customer's complaint of a leak from a small hole in the tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the medical ICU, maintenance normal saline was infusing. It was immediately noticed that fluid was dripping out of the set below the injection port. The tubing had a small hole. IV tubing and fluids were changed. There was no patient harm.